Event description:
The pt was hospitalized dur to a diabetic ketoacideosis and high blood gluucose. The pt was reportedly on vacation and had performed a site change early in the day in 2005. Later that day the pt was hospitalized dur to high blood glucose and dka. The pt reports that they were discharged in the following day but readmitted in the next day due to continued high blood glucose levels and dka. The reporter stated that the pump displayed no alarms or alerts. The device will be returned for evaluation, to ensure that it is functioningt correctly and did not contribute to the reported incident. As of 8/2005 this device has not been returned to the MFR for evaluation.